Manufacturer narrative:
Note: the present report was submitted to FDA webtrader on march 24, 2016. Due to a mistake on the manufacturer report number, the submission failed. After a deep review, livanova found only today the mistake on the report number.

Event description:
The manufacturer was notified on 26 feb 2016 that the surgeon has difficulty placing the perceval in the annulus, especially manouvering it through the aorta. Scrub nurse commented on the difficulty placing the perceval inside the collapser (accessory kit icv1350, lot 1512160152). Eventually, it was positioned correct. After collapsing the perceval, the perceval looked bigger than expected with this size. Surgeon (together with proctor surgeon dr (B)(6)) experienced difficulties placing the perceval in the annulus, especially manouvering it through the aorta. When checking again, they saw that the one part of the inflow ring of the perceval was not in the collapser anymore. Decided not to release the perceval from the holder. When pulling out the perceval the left coronary osteum was damaged. Surgeons repaired the damage. Scrub nurse collapsed the same perceval to check the result, but it looked again different as usual. Surgeon decided to use another perceval size m. Collapsing and implantation went without any complications. Echo reveiled a perfect positioning, no leakage. Update: conf. Call with dr (B)(6) (proctor for this case): the valve was not collpased as usual. In the temptative to deploy the valve that was not collapsed as usual (but this was not clear at the beginning), it is possible that there was a contact with the aortic root and it damaged it.